Manufacturer narrative:
D5,6;h4: info not available, device not returned for analysis. Analysis conclusion; it has been several months since facility reported this event to co. Co has not received any further correspondence from facility about device which was involved in the reported event. Unfortunately, since device was not returned to co co is unable to perform an analysis and provide a report to facility.

Event description:
It was reported the jaws of the dsg23 came apart during an unk laparoscopic procedure. It is believed all pieces of the device were recovered. The hosp requests confirmation that all pieces are present upon analysis of returned device.